Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device 72 hours or longer. The infusion site reportedly had irritation, redness, swelling, pain and soreness. The patient was also reported to have a fever. The infection site was reported to be a 1 cm lump, which grew to 1.5 cm. The patient was taken to the general practitioner (gp) after 2 weeks, and the patient later saw a diabetic consultant at bridgend hospital, where photos and swabs were taken. The patient was diagnosed with cellulitis and staphylococcus aureus. The patient was treated with flucloxacillin 250 mg, twice daily for two weeks. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.